Event description:
It was reported to philips healthcare that the hearstart mrx displayed a dx error message with a charge button failure noted on the status log.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.